Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on the third day after passage during treatment, fluid leakage was noted in the peritoneum by ostium. It was stated that the catheter was ruptured probably spontaneously (there was no trauma in manipulation or use of negative pressure) noted in a surgical review for child surgery. There was no blood loss or blood transfusions required. There was no patient injury.